Event description:
IV bag contained red particle. Particle noted on bag prior to hook up to nutrimix compounder but appeared to be on outside of bag. Upon filling with total parenteral nutrition fluids from compounder, red particle dislodged from container wall and floated in solution. No other additives made to this container. Particle appears to have been in bag prior to compounding.